Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 27-jul-2017. This retrospective pregnancy case was reported by a consumer and describes the occurrence of medical device removal ("bilateral salpingectomy") and pregnancy with contraceptive device ("pregnancy") in a (B)(6) year-old female patient who had essure (batch no. 882188) inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, 1 year 9 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy performed on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for medical device removal and pregnancy with contraceptive device with essure. The reporter commented: pregnancy discovered on (B)(6) 2013 so abortion performed on (B)(6) 2013. It was also reported a suicide attempt on (B)(6) 2015. Discovered endometriosis in (B)(6) 2017. Hysterectomy performed on (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 24-aug-2017 for the following meddra preferred terms: medical device removal: the analysis in the global safety database revealed 706. Pregnancy: the analysis in the global safety database revealed 3271. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 24-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 27-jul-2017. This retrospective pregnancy case was reported by a consumer and describes the occurrence of medical device removal ("bilateral salpingectomy") and pregnancy with contraceptive device ("pregnancy") in a (B)(6) female patient who had essure (batch no. 882188) inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy performed on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for medical device removal and pregnancy with contraceptive device with essure. The reporter commented: pregnancy discovered on (B)(6) 2013 so abortion performed on (B)(6) 2013. It was also reported a suicide attempt on (B)(6) 2015. Discovered endometriosis in (B)(6) 2017. Hysterectomy performed on (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 27-jul-2017 for the following meddra preferred terms: medical device removal: the analysis in the global safety database revealed 682. Pregnancy: the analysis in the global safety database revealed 3234. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.